Manufacturer narrative:
Concomitant medical products: 1688tc lead, implant date: (B)(6) 2007; 359065 lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was used transeptally, became caught in the mitral valve and created severe mit ral regurgitation with dyspnea. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.